Event description:
It was reported by the customer that they had a blood glucose level of 528 mg/dl. Customer stated they would attempt to check again and call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).